Manufacturer narrative:
Journal article: prediction of long-term patient outcome after contemporary left main stenting using the syntax and syntax ii scores: a comparative analysis from the fail-ii multicenter registry (failure in left main study with 2nd generation stents-cardiogroup iii study) authors: enrico cerrato, umberto barbero, giorgio quadri, et. Al. Journal: catheter cardiovasc interventions year: 2020 reference: doi: 10.1002/ccd.28468. Average age. Majority gender. Date of event: date of publication patient death(s) were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. The aim of this study was to establish the value of the syntax score-ii (ss-ii) in predicting long-term mortality of patients treated with left main pci (lm-pci) using second-generation drug-eluting stents (des) for both stable and acute indications. This was a retrospective, multicentre study recruiting consecutive patients undergoing pci to critical ulmca between june 2007 and january 2015. The patients were subsequently divided into three groups according to the tertiles of ss-ii for pci: low, intermediate and high ss-ii tertiles. Endeavor and resolute were among the devices used in the study. Post-operative clinical outcomes included all-cause death and cardiac death; and major adverse cardiac events (mace) including mi and target lesion revascularization (tlr). Deaths were considered cardiac unless a non-cardiac cause was documented. All cause death occurred in 73 patients over the mean follow-up period of 5.2 ± 3.6 years across all three groups. Mace occurred in 176 patients across all three groups.